Event description:
Adverse event: numbness. While using the device off label to treat vertebrate l3 and l5 of the spine, the patient experienced numbness in her left leg.

Manufacturer narrative:
(B)(4).